Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler showed a misaligned touchscreen overlay. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test 9ast) 3 hours simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. Patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp2. Fluid in the hp2 filter is a failure related to the reported air detected in cassette warning. The cause of the observed fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patent's caretake reported fluid leak during the patient¿s peritoneal dialysis (pd) treatment. The caretaker said an air detected in cassette alarm was noted prior to the canceling of the treatment. When the cassette was removed, fluid was found in the pump module area of the cycler. The technical service representative advised the patient to stop using the cycler and that a new cycler would be issued. In a follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patent's caretaker reported fluid leak during the patient¿s peritoneal dialysis (pd) treatment. The caretaker said an air detected in cassette alarm was noted prior to the canceling of the treatment. When the cassette was removed, fluid was found in the pump module area of the cycler. The technical service representative advised the patient to stop using the cycler and that a new cycler would be issued. In a follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler is available to be returned for analysis.